Event description:
It was reported that the pump screen was frozen and unresponsive to touch, preventing interaction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was provided with instructions for resetting the pump, and upon following these instructions, they were able to regain functionality of the screen, resolving the issue.